Event description:
The pt was supported with a paracorporeal ventricular assist device (pvad) for biventricular support. The surgeon reported that the dual drive console (ddc) failed and the intensive care unit (ICU) staff had to hand pump the pt. The pt had just been transferred out of the ICU for a test by the ECMO team and had just returned to his room when the rvad module stopped working. While the pt was being hand pumped, the pt was sitting upright in bed, coherent and oriented throughout the change-over to the back up ddc module. It was noted that the led display while unplugged, faded very quickly to the point you could barely see the display with fully charged batteries. When the back door of the ddc was opened, it was very overheated inside, the fans were not operating and there was a strong electrical burning smell. The pt was connected to a backup console.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.